Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had button was stick and had a e error code on the insulin pump. The blood glucose at the time of the incident was unknown. Customer reported that the battery life was diminished and the crack on insulin pump case. The device will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No low battery alert noted during testing or in the pump trace download. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin 6 on u1 keypad assembly. No cracks on case noted.